Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician on (B)(6) 2013 stated that the patient was seen in (B)(6) 2011 and complained of urgency and incontinence. It was treated with oxybutynin and the patient was instructed to do kegel exercises. The patient has not been seen since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.